Manufacturer narrative:
(B)(4). D10 medical devices: 15mm diameter 30mm length straight stem extension combined length 75mm catalog#: 00598801215, lot#: 63439869. Size 3 precoat cemented tibial component catalog#: 00588000300, lot#: 77006219. Right size e cemented option femoral component catalog#: 00588001502, lot#: 63719584. 16mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801016, lot#: 63608671. Palacos r + g (1x40) catalog#: 66022663, lot#: 86614635. Palacos r + g (1x40) catalog#: 66022663, lot#: 86614635. Palacos r + g (1x40) catalog#: 66022663, lot#: 86614635. Palacos r + g (1x40) catalog#: 66022663, lot#: 86614635. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately six years post implantation for an unknown reason. The tibial insert was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right knee revision approximately six years post implantation due to instability. The tibial insert was removed and replaced. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and pictures provided were insufficient to perform a visual and dimensional evaluation. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty without definite hardware failure or loosening. Device history record was reviewed and no discrepancies were found. Review of complaint history from found no additional related issues for this item and the reported part and lot combination. The root cause of the reported instability is attributed to incompatible components as the surgeon used tibial plate size 3 with this articular surface. The product label indicates that this articular surface should be used with tibial plate size 4, 5, 6. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.